Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found the device experienced normal battery depletion.

Event description:
It was reported that the right ventricular lead had high threshold. It was capped and replaced. It was further reported that the device was replaced due to early battery depletion. No patient complications have been reported as a result of this event.